Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called initially to get help with her basal rates. Troubleshooting was done and it was found that the basal rates had been erased. The customer then stated she was hospitalized due to high blood glucose and the reading was 400 mg/dl. The customer stated she tested positive for ketones when she was at home but then tested negative at the hospital. There was a no delivery alarm and an error alarm in the alarm history, both of which occurred three days prior to the hospitalization. The customer stated she began having high blood glucose two days prior to the hospitalization. The insulin pump passed the self and leadscrew tests. Nothing further was reported.